Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted tests and found the scissors did not cut cleanly through .006" of latex with the latex getting snagged at the scissors tips. The blades are not damaged and the blade edges are slightly rounded at the tips, negatively affecting cut performance. Engineering also observed the distal end of the main tube to have a couple of sections, roughly 90 degrees a part, with material removed on one side of the tube. The damaged areas are 1" and 1.5" long, parallel to tube axis and have a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that during a da vinci a total hysterectomy surgical procedure, the monopolar curved scissors instrument was dull. No additional information was provided. No patient harm, adverse outcome or injury was reported.